Manufacturer narrative:
E1: initial reporter address : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the glass capillary/flow restrictor; the device was unable to be connected tightly. This occurred prior to patient use at the dispensing room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between september 18, 2023 - september 20, 2023. H11: the actual device was received for evaluation containing fluid inside the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The blue winged luer cap was observed to be securely tightened on the flow restrictor. The interior and exterior surfaces of the sample were also observed to be dry without evidence of wetness or leak. Functional leak testing was also performed, but no evidence of leak was noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.